Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
The customer confirmed in a pre-use check that the product worked properly. However, three (3) days after indwelling it in the patient, the customer noticed the inflation line was torn off, causing leakage of air from the product to occur. No patient injury.